Manufacturer narrative:
(B)(4).

Event description:
The patient experienced severe pain and pressure in the center of his back and around his rib cage even after reprogramming the neurostimulator. He noted that the back pressure had the sensation of "wanting to explode". Location of the pressure and pain was the scar. This pressure was present whether the device was on or off and began after the implant of the device. The patient also had nausea and severe heartburn when the unit was on. In addition, he had tingling in his right elbow and hands, and now has it to both arms at times which caused him to wake up. His shoulder and elbow hurt so bad "that had to grab it with his other hand even to move his arm". His physician recommended that the patient wait and use the device before explanting it. Additional information was requested.